Manufacturer narrative:
Product is available in not decontaminated state. It's still no returned yet to the manufacturer for examination. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event so far investigation found no evidence of a product issue. Conclusion not yet available and investigation still in progress. Device not returned to manufacturer.

Event description:
Roi-a : revision due to migration of anchoring plate. Date of first surgery: (B)(6) 2018. Revision surgery: (B)(6) 2018. Description received from sales representative : plate had backed out from implant and approached anterior portion of vertebral body. Exposure led us directly over implant as we were able to easily remove plate. No patient injury occurred. Update received on 11/apr/2018 : surgeon confirmed that patient is "doing great" since the revision. Anchoring plate available in non decontaminated state. No trauma notified. The roi-a implant did not migrate during immediate post-op to revision surgery timeline. One of the two ¿wing¿ portions broke away from the anchoring plate revision surgery included exposure to operative level and removal of anchoring plate via cocker instrument. Additional information requested. Waiting for an answer.

Manufacturer narrative:
Additional information: a5 (ethnicity), d4 (UDI), g5 (510(k) number, and h6 (patient, device, results, and conclusions). X-rays were provided which confirmed the migration. However, the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event. The labeling indicates that migration is possible side effect of this device.

Event description:
It was reported that a revision surgery was performed to remove a roi-c anchoring plate that migrated post-operatively. There were no complications during the removal procedure. No other patient harm or impacts were reported.